Event description:
The suspect device voice read result as 887 mg/dl. The screen displayed 119 mg/dl. The result of 887 mg/dl is saved in the device memory. The device was placed and requested to be returned for evaluation.